Event description:
The customer reported via phone call that her pump was cracked at the esc button and half way up the reservoir compartment. She stated that she may have dropped it the night before but is unsure. The customer's blood glucose was 225 mg/dl at the time of the event. Customer also reported that she had fluctuating high and low blood glucose and that her blood glucose declined to 20 mg/dl last night and emergency services came to her house. She also indicated that her blood glucose went up to 410 mg/dl. Customer declined troubleshooting for her high and low blood glucose and was advised to discontinue use of the pump and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and she agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, prime, basic occlusion, occlusion, compromised force sensor system and delivery test. The insulin pump was received with cracked case at the display window corner, minor scratches on the lcd window, cracked reservoir tube window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).